Event description:
The report stated that during the first use of the device during the procedure, a seal could not be completed. Although there was no evidence of energy delivery and the tip of the device was not hot, an end tone, indicating a completed seal, was heard. Another device was used to complete the procedure. There was no bleeding or tissue damage.

Manufacturer narrative:
Date of initial report: 10/22/2008. To date, the incident sample has not been received for eval. If the sample is received or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.